Event description:
It was reported that the customer was experiencing a lot of air bubbles in the reservoir. The customer's blood glucose was 113 mg/dl. The customer stated that the bubbles were at the bottom near the lines. The customer stated the size of the bubbles were big. Troubleshooting was done. The customer stated that he no longer saw the air bubble. Advised customer to monitor the issue and call back if the problems persisted. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.